Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Mom revision. No reason provided. Update received (B)(6) 2013: head wearing out where it attaches to the stem, stem loosening and alval.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 121887354/2545516 product/lot code combination and no other reports against the remainder of the provided product and lot code combinations since their release to distribution. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.